Manufacturer narrative:
During analysis, one reservoir was found with a deep, straight line between the o-rings, and the other reservoir had several bumps on both o-rings. The reservoir will leak.

Event description:
It was reported that insulin leaked out of the reservoirs. Nothing further was reported.